Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer stated they had issues with their insulin pump and this morning blood glucose was 280 mg/dl and then she got 4 unit bolus at 838 am and at 948 am blood glucose was 41 mg/dl and still has 2 point something active insulin and the device has been doing it off and for last month and the customer wants to replace the insulin pump. Blood glucose value was 280 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.